Event description:
In (B)(6) 2015, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg pain after the initial surgery. The day following the initial surgery, the surgeon performed a revision surgery where he removed the third implant that was impinging on the neuroforamen. He also tried to remove the first implant that was advanced during the placement of the second implant, but was unable to do so. He then added a new implant in a more superior position. The status of the patient following the surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Manufacturer narrative:
The patient is being evaluated for a possible additional revision surgery to remove a malpositioned implant.

Event description:
The patient presented to a new surgeon sometime before or during (B)(6) 2017 with continued pain and numbness complaints related to an implant that was inadvertently advanced into the middle of the sacrum in (B)(6) 2015. The surgeon is contemplating performing a revision procedure to remove the malpositioned implant.